Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated due to a discrepant cefoxitin screen test (oxsf) and oxacillin results for two (2) staphylococcus aureus from patient isolates associated with vitek® 2 v7.01 software, ast-p631 card. The strains are called s19 and s20 in-house. The presence of two (2) (B)(6) strains was confirmed by pcr meca (B)(6). The reference method (agar dilution) for oxacillin (ox) gave resistant results (ox mic value = 0.5 mg/l s for s19 and 1 mg/l s for s20). The disc diffusion and the broth microdilution (bmd) for cefoxitin (fox) gave: -for s19 d=24mm s and fox mic = 4 mg/l s -for s20 d= 21mm r and fox mic = 4 mg/l s these reference results are in favor of cryptic (B)(6) strains (presence of gene meca but no expression in phenotypic methods).and the strain s20 could also be considered as a borderline strain. Tests performed on the p631 card and system vitek® 2 v7.01 impacted (aes parameters : casfm eucast 2016 + phenotypic) : two ast-p631 cards (one from customer lot # 7310514103 (cl) and one from a lot used as random lot # 7310555203 (rl) were tested from cba (cos bmx) subculture: strain s19 - cl and rl: ox mic less than or equal to 0.25 mg/l s, oxsf negative test with "acquired penicillinase" phenotype. - the ox values are within essential agreement within 1 doubling dilution compared to the reference mic (0.5 mg/l ), and no category error. The oxsf negative tests are correlated with the disc diffusion result (fox kb s). - the combination of ox mic less than or equal to 0.25 mg/l and an oxsf test negative does not allow the detection of the (B)(6) strain. - on vitek® 2 version 8.01, similar results, so no detection of the (B)(6) strain. Strain s20 - cl and rl: ox mic less than or equal to 0.25 mg/l s, oxsf negative test with "acquired penicillinase" phenotype. - the ox values are an essential agreement error compared to the reference mic (1 mg/l), but no category error. The oxsf negative tests are not correlated with the disc diffusion result (fox kb r). - the combination of ox mic less than or equal to 0.25 mg/l and an oxsf test negative does not allow the detection of the (B)(6) strain. - on vitek® 2 version 8.01, similar results, so no detection of the (B)(6) strain. Customer results were reproduced internally: - oxacillin susceptible result - oxsf negative test. A field safety corrective action (fsca 3760) was issued on 26jan2018 and an internal corrective and preventative action (CAPA (B)(4)) opened following fsca to document/summarize the investigation activities into biomérieux receipt of information from french customers and ansm competent authority (agence nationale de sécurité du médicament) indicating occurrences of vitek® 2 failure to detect a relative few (B)(6) ((B)(4)) when testing staphylococcus aureus via vitek® 2 ast-p631 test kit. Field safety corrective action (fsca-3760) was issued on 26jan2018 to provide an additional vitek® 2 software bioart rule to complement the existing vitek® 2 software bioart rule 34. The new bioart rule is triggered by: - an ox mic <= 0.25 and 0.5 mg/l - combined with a negative result for oxsf - and an ofl result of resistant. With both bioart rules activated, under prescribed conditions, the user will be alerted through a comment on the lab report, and the software stops the analysis requiring a review by the customer for the possible presence of a staphylococcus aureus strain that does not fully express its oxacillin resistance. In this case, the user is to confirm the resistance phenotype by an alternative method (e.g. Meca pcr, pbp2a). A performance study was conducted to confirm vitek® 2 products used in the detection or (B)(6) remain within performance claims. - the root cause analysis of the non-detection of some (B)(6) isolates by vitek 2 concluded that the following items were ruled out: instrument / optics issue, user error, master formulary changes, manufacturing process changes, media, card lot issue, raw materials, base broth, pouches, shipping issues, shelf life, qc issue, vitek® 2 software, densicheck, shift in performance. - two items were identified as contributing factors: strain characteristics (including heterogeneity) / local epidemiology, and the vitek® 2 oxsf knowledge base (some strains are on the border between a positive and negative result). The performance study included approximately 280 contemporary staphylococcus aureus isolates, and provided objective evidence that performance for vitek® 2 oxacillin (ox101n) / cefoxitin screen (oxsf01n) has not shifted from published performance, and acceptable performance was obtained with both vitek® 2 software versions 7.01 and 8.01 oxsf knowledge bases. [It is acknowledged that the vitek® 2 software version 8.01 oxsf knowledge base detected some oxsf-positive strains that vitek® 2 software version 7.01 did not.] Therefore, although there are some isolates of mrsa not detected by vitek® 2 oxacillin / cefoxitin screen, there is no evidence to suggest that performance is outside of established performance.

Event description:
A customer in (B)(6) notified (B)(4) of discrepant results associated with vitek 2 ast-p631 (reference (B)(4). The customer reported false susceptible oxacillin results for two staphylococcus aureus isolates. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal (B)(4) investigation will be initiated.